Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a laparoscopic ventral hernia procedure and absorbable straps were used. The device fired a few tacks that did not attach to the mesh properly. The procedure was completed with another device of the same product code. There were no patient consequences reported. No additional information was provided.

Manufacturer narrative:
No visual damages were presented on the returned device. Fire testing was not conducted because trigger was jammed. No straps were found inside cannula shaft. One plastic post from the sled was found broken which causes latch was out of position, that is why the internal cannula components were not sliding properly. An investigation has been initiated to address the potential root cause of the issue.